Event description:
It was reported that during an unknown procedure, the intervention some clips came off from the applicator falling into the abdomen. In addition, when the surgeon applied the clips on the vessel, the clips were crossed. The procedure was carried out with a new lot of ligaclip. No patient adverse consequences have been reported. Devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.